Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "found a lump the size of a golf ball in the right implant". A mammogram showed a right implant rupture. Biopsy has been performed but the results have not been reported. The device remains implanted.

Event description:
Patient reported "found a lump the size of a golf ball in the right implant". A bilateral mammogram showed a right implant rupture. Biopsy has been performed but the results have not been roeprted. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.